Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) had a blank screen during infusion. The pump seemed closed (off) during parenteral nutrition infusion when the device was plugged into the wall. The patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A simulated infusion was performed which ran for 2 hours and a blank display did not occur. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified and no pump issues was identified. Should additional relevant information become available, a supplemental report will be submitted.